Event description:
Boston scientific provided the following information: patient presented with noise on the right atrial lead. Generator was at eri and was planned for replacement. New atrial lead was added and existing atrial lead was capped without complication.

Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.